Event description:
It was reported that the right ventricular lead exhibited high impedance in (B)(4) 2014. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.